Event description:
(B)(4). I got essure in 2008 my insurance paid for it. In 2015 I had such horrible pain, went to doctors and my right side coil was in my uterus, so I had surgery to remove it. Then the pain did not go away. They said my uterus was very large, so I had to have a hysterectomy on (B)(6) 2016. Now they say I have ic. This device needs to be pulled from the market. Shame on you for allowing women to get this poison!!!